Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on patient, "connections are not secure between chest drain catheter and the drainage tube. The drainage tube will spontaneously disconnect from the catheter". As a result, the "staff have taped the connections or used cable ties". The issue occurred while the patient was lying in bed. No patient harm or injury. The patient status is reported as "stable and discharged home".

Manufacturer narrative:
(B)(4). The additional information received on 13oct2023 reported that the patient had an oesophagectomy. The disconnected chest tube was re connected to the drainage system. It was observed on the chest x-ray that the size of pneumothorax has increased. Suction was added to the reconnected chest drain. Customer complaint could not be confirmed based on the photos provided, and a sample was not returned to perform an investigation and determine the source of defect reported. An attempt to duplicate the failure mode was made but at the time there was no inventory of the involved product code available at the facility neither was being manufactured at the time. A device history record review was performed, and no relevant findings associated to the complaint report were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on patient, "connections are not secure between chest drain catheter and the drainage tube. The drainage tube will spontaneously disconnect from the catheter". As a result, the "staff have taped the connections or used cable ties". The issue occurred while the patient was lying in bed. No patient harm or injury. The patient status is reported as "stable and discharged home".